Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:02 (ce danfoss error) error messages during power-on self-test (post). No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm console sn (B)(6) displayed tcmid:02 (ce danfoss error) error messages during power-on self-test (post) was confirmed based on the event log review and during functional testing. The root cause for error message was the failure of the danfoss module. The event log review indicated multiple tcmid:02 error messages occurred on the event date, thus confirming the reported complaint. The compressor failed to start within 10 minutes during post. The thermogard xp ivtm system failed functional testing due to the tcmid: 02 error message displayed upon post, thus confirming the reported complaint. The danfoss module needs to be replaced to remedy the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).